Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 213 ventricular sensing integrity counts (sic); vt-ns and high rate-ns episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a trend in the 600-700 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high impedance, elevated short interval counts (sic) and possible fracture on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.